Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the navigation system was used later on the event date without issue.

Event description:
A medtronic representative reported that, while in a procedure, an imprecision occurred. The navigation system was reported that the system could not be used for the procedure. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue. No additional information was provided.